Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Blood glucose level was 252 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/bolus button issue was verified, but the damaged cartridge issue could not be verified, as no cartridge was returned.